Manufacturer narrative:
Device received constant no motor movement alarm during rewind due to corroded motor home switch. Unable to verify compromised forced sensor system alarm due to constant no motor movement alarm. Unable to perform displacement test due to constant no motor movement alarm. Insulin pump received with cracked battery tube threads and cracked case corner of the belt clip rails near the battery compartment.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a pump error alarm. The insulin pump was exposed to high magnetic field. The patient¿s blood glucose level was unknown at the time of the incident. The customer was able to clear the alarm but they weren't able to rewind the insulin pump. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The device is not expected to be returned for analysis.